Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal aortic anatomy with 71 degrees. During the procedure, on the initial attempt, the valve was positioned too deep, necessitating recapture of the device. During subsequent positioning attempts, achieving an optimal depth was challenging. It was replaced with 0.035'', non-abbott stiffer wire, the valve demonstrated improved alignment with the aorta and tended to achieve a more favorable position. However, following more than three recapture attempts, the valve appeared to have limited expansion capacity for the 27mm size. As a result, it was necessary to replace both the valve and a flexnav ds, resulting in a successful implantation. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.